Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation - ndr and use error: observed 1 opening assessed as surgical damage per rga. Observed 1 opening assessed as unidentified (tear) opening. Additional observations: non penetrating nick observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "damage caused by surgery." Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side "damage caused by surgery". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "leaking". Device remains implanted.